Event description:
Pt underwent kyphoplasty, 3 levels with the injection of bone cement. Shortly after the procedure ended at 922, their o2 sats dropped from 98 to 88, bp from 102/56 to 102/40, pulse decreased to 40. Pt was intubated after a poor response to medications and transferred to ICU. The pt expired a1030.